Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: operator of device is unknown.

Event description:
It was reported that the medfusion pump had displayed nonfunctional including constant alarming. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found missing battery and battery door; chipped top case corners and cracked bottom case by l-bracket. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was verified/duplicated. The investigation found a blank screen with constant alarm at power up. The reported problem was due to incorrect assembly as the lcd (liquid crystal display) and speaker were disconnected by the customer. For corrective action the liquid crystal display connector was plugged in, and sides secured with hot glue; the speaker was plugged in as well. The root cause of the reported problem was traced to the customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 4000.